Event description:
It was reported to boston scientific corporation that an uphold vaginal support system and a repliform tissue regeneration matrix were implanted during an uphold mesh anterior suspension and repliform mesh, enterocele and rectocele repair, perineoplasty, and cystoscopy procedure performed on (B)(6) 2015 for the treatment of severe cystocele, rectocele, enterocele, and uterine prolapse. During the procedure, a local anesthetic with epinephrine was instilled in the anterior vaginal mucosa in the area of the crescent incision, and the anterior vaginal mucosa was dissected along with the fascia sharply and with a moistened ray-tec. Further hydrodissection with a local anesthetic with epinephrine proceeded to the ischial spine and the area was dissected bluntly, sweeping laterally and then medially to define easily the ischial spine and the sacrospinous ligament. A small but vigorous amount of bleeding with an estimated amount of 200ml was noted at the dissection on the patient's right and this was controlled with packing with ray-tec. The uphold mesh had soaked for approximately 16 to 17 minutes and this was removed from the bacitracin soak and placed with the capio device through the sacrospinous ligaments approximately 2 to 3 cm medial to the ischial spine without complication. This was cinched into place and stayed sutured to the cervix and the fascia anteriorly. The plastic legs were removed from the uphold device and the bacitracin solution was used to irrigate throughout, with good hemostasis seen. Mucosa was then reapproximated over the course of incision in a running locking fashion using a 2-0 vicryl. This was oversewn with interrupted 2-0 vicryl as well. Attention was then turned to the posterior defect, which was identified grasping with the allis clamp at 7 and 5, and instilled local anesthesia into the perineum and the midline of the rectovaginal fascia. This was incised in a v fashion onto the perineum using the metzenbaum scissors and in the midline up to the cervix. The rectovaginal fascia was then dissected both bluntly and sharply. The enterocele defect was encountered and this was lysed using 2-0 ethibond imbricated twice. The fragmented fascia was then replicated in the midline using a 2-0 vicryl in the usual fashion. A 2cm x 4cm repliform mesh was then placed lengthwise over the repair and sutured into place. The vaginal mucosa was then trimmed and reapproximated over the defect repaired using 2-0 vicryl in a running locking fashion. This was carried down to the perineum, which was rebuilt with a figure of eight 2-0 vicryl in the usual fashion. At the end of the procedure, good hemostasis was seen throughout. The vagina was packed with the premarin and iodine laced vagina pack. At the end of the procedure, good hemostasis was seen. A cystoscopy was carried out with no bladder defect noted using a 70-degree cystoscope. The rectal exam was also carried out without any defects. Moreover, the patient's discharged diagnosis was severe cystocele, rectocele, and enterocele with uterine prolapse, status post-scheduled uphold mesh anterior suspension, and repliform mesh rectocele, enterocele repair with perineoplasty, and cystoscopy.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2015 the date the sling was implanted, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.